Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluaiton confirmed and reproduced the false downstream occlusion alarms caused by a failed force sensor. The failed force sensor assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "downstream occlusion" alarm when no occlusion was present. There was no patient involvement.